Event description:
The customer reported via phone that she required medical intervention by paramedics due to low blood glucose. The customer stated that she had to be taken out of a plane and treat her with a manual injection. The customer's blood glucose was 60 mg/dl at the time of the event. She reported that the insulin pump had a blank display and kept displaying "warm up." The customer's blood glucose was 28 mg/dl when paramedics treated her. She stated that her insulin pump would not program before her flight, and during the flight she experienced the low blood glucose event. She stated that she did not believe that the insulin pump had any issues and requested to monitor the device in the meantime. She advised that she would call back if any issues recurred in order to conduct troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.